Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received for another complaint ((B)(4)). After review of the medical records for MDR reportability, the pfs alleged pain and elevated metal ion levels. No labs were provided for the levels. The left hip cannot be excluded as the cause of the elevated metal ion levels. It should be noted that patient has a poly/metal construct.